Event description:
It was reported that during a laparoscopic rectal carcinoma resection procedure, before the second firing, the surged wanted to re-adjust the tissue position, but the jaw of the device could not open. The manual knife reverse switch did not work. Hand cutting was used to complete the procedure. The operation was prolonged by one hour. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device? -used the manual knife reverse switch but failed. When hand cutting was used, how was the device cut out? -used hand cutting to cut the tissue and removed the device. Was the procedure converted to open? -no. Was there any patient consequence as a result of the procedure being prolonged? -not reported. Was a colostomy performed? -no. Was there any change in the post-operative care of the patient as a result of the event? -no.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60a device was returned with the anvil closed the firing mechanism jammed and with an ecr60d cartridge loaded on the device. The returned reload was received unfired and with the one piece sled missing making it non-functional. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. Additionally the knife was noted to be partially advanced into the lockout region. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled resulting not being able to return the mechanism to the home position consequentially not being able to open the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.